Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen of insulin pump had scratches and make it harder to read. Customer's blood glucose value was unknown. Customer also stated insulin squirts out during prime. Insulin pump will not be returned for analysis.